Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer were experienced high blood glucose event and insulin pump had possible under delivery anomaly. Blood glucose level at the time of the incident was 22.6 mmol/l. Customer was treated for high blood glucose with insulin pump and pens. Customer alleged the insulin pump was under delivering because blood glucose were running high. Customer feel sick and headache and feels jaw was freezing up. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of high blood glucose event. Customer declined to troubleshoot for high blood glucose. Customers last blood glucose reading was 14.6 mmol/l. The insulin pump will be returned for analysis.